Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, implanted with this pacemaker presented to the hospital for syncopal episodes and overall body heat. The device was interrogated and stored episodes over four days were showing noise being oversensed and inhibiting pacing in the right ventricle (rv). The patient was admitted to the hospital and since admission, there were six additional episodes of noise that were inhibiting pacing on telemetry. All other lead measurements were normal and noise could not be recreated with isometrics and pocket manipulation, however increasing sensitivity still showed noise and pacing inhibition on telemetry and loss of capture was observed post attempts to reprogram the device on telemetry for 10-15 seconds. The rv lead was subsequently surgically abandoned and replaced.